Manufacturer narrative:
Please note that the lot number reported in the initial medwatch is unknown, however the product catalog number is the same. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00288 & 58196-2010-00289. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that two trufill dcs orbit coils ((B)(4)) were stretched during insertion. After removal from the patient, other than the reported event, no other damages were noticed on the delivery systems or microcatheter, and the coils were still attached to the delivery systems. No further information regarding the reported events has been provided in response to investigational efforts. With processing of this complaint it was noted that the lot numbers provided for both orbit coils had expiration dates prior to the reported use. With follow-up investigation it was reported that the coils were received from the hospital's internal logistics personnel. Further information reported the (B)(4) orbit coil was previously taken out of its packaging (box) in anticipation of using during another unrelated procedure. However, the device was not used and the packaging (box) was discarded therefore, in order to store and identify the device, another packaging for a 2x2 orbit was provided by the hospital logistics personnel. In actuality, the lot number, and therefore the expiration date of the 2x2 orbit coil used in this procedure is not known. No information/confirmation regarding the expiration date or circumstances regarding the other coil ((B)(4)) is known. The lot number of the 2x2 mini complex fill coil ((B)(4)) is not known. Therefore a device history record cannot be completed. A non-sterile trufill dcs orbit was received coiled inside a coil dispenser and it was received inside a packaging pouch. The hypotube was inspected and no damages were found. Introducer was y zipped without damage. Support coil, gripper and embolic coil were inside of introducer and no damages were noted. Embolic coil and the gripper were inspected under microscope and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The first failure reported by the customer as 'coil - unraveled and stretched' was not confirmed since the product received met all specification as required. Therefore, based on the information no corrective/preventive actions will be taken at this time. There is no information regarding at what point during the procedural use of the devices that the coils stretched. Based on the lack of information pertaining to the stretching of the orbit coils, no conclusion can be made regarding possible contributing factors. Therefore no conclusion can be made and no corrective actions will be taken. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00288 & 58196-2010-00289.

Manufacturer narrative:
This one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2010-00288 and 58196-2010-00289. Additional information will be submitted within 30 days upon receipt.

Event description:
During the procedure, the prowler 14 dmb f shape microcatheter was initially kinked. The two coils were stretched during insertion. The microcatheter was not placed at the target site when the kink occurred. The microcatheter was re-shaped, and a shaping mandrel was utilized. No damages were noticed after the microcatheter was reshaped. After removal from the patient, other than the reported events, no other damages were noticed on the delivery systems or microcatheter, and the coils were still attached to the delivery systems. Additional information was requested and is pending.